Event description:
This lv lead was implanted on (B)(6) 2014 and remains implanted at this time. A call placed to united states technical services on (B)(6) 2018 noted that threshold of this lv lead at implant was 6v. The threshold value was 4 volts in lv tip to can. When changed to lv tip to rv, threshold was at 2.6 volts. Subsequently had out of range impedance and tripped the lead safety switch, when the vector and output were changed. The lv pace impedance was less than 200 ohms. It was noted that this has been occurring fairly regularly over the past 6-9 months. Additionally, it was reported that the patient had loss of capture when unipolar pacing. Noise was also observed on the presenting electrogram. The following physician was dr. (B)(6) at (B)(6) hospital in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).